Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 180 degrees. It was noted the clip remained stable on the leaflets. No additional clips were implanted. Mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unchanged mitral valve insufficiency/ regurgitation after implantation of this additional clip appears to be related to the clip opening while locked after deployment. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic still image was provided in which two implanted clips can be visualized. Per the reported incident details, the first mitraclip procedure was performed on (B)(6) 2024 in which one clip was implanted. Reportedly, the first implanted clip experienced an slda and appeared detached from the posterior leaflet. A follow up mitraclip procedure was performed on (B)(6)2024 and a second clip was implanted (reported device, lot 40416a1042) in which a post deployment cowl was observed. It was reported that "immediately after deployment, the clip opened to roughly 180°". The fluoro image provided was taken during the follow up procedure ((B)(6) 2024) post deployment of the second clip (reported device) which is the top / central clip in the image. The clip arm angle appears to be ~45° - 50°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. While the clip arm angle of ~45° - 50° observed in the image provided is significantly less than the reported "clip opened to approximately 180°", it is apparent the reported clip is opened beyond the typical fully closed position per the instructions for use (~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip observed in the image provided presents with an abnormally large arm angle which is indicative of a cowl event. Therefore, the reported post deployment clip open while locked (cowl) is confirmed. There are no other observations based on the image provided.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 180 degrees. It was noted the clip remained stable on the leaflets. No additional clips were implanted. Mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.